Event description:
As a new employee I realized there was a product quality issue early on with leaking oil from the x-ray generator head. There are numerous company document instances reflecting the same leaking oil issue. Two resulted in smoking from the x-ray machine. Another resulted in sparks (again all documented). 510(k): k221081. Iq flex m/md.